Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the programmer generated an error code and therefore the link electronic module printed circuit board was replaced and calibrated. It was further noted that the programmer failed its incoming test for antennas connected and therefore the radiofrequency transmitter was replaced. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that following a completed cardioversion procedure, the programmer was used to begin the implantable heart device interrogation and an error was generated. The radiofrequency programmer head was removed and the power cycled. The programmer then booted to the "select model" screen however within three seconds it went to a black screen and displayed the error again. Cycling the power was attempted again but the situation recurred. The programmer was returned for service. No patient complications have been reported as a result of this event.